Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the blade of the device would not spin. The handpiece was connected to a different motor drive unit and procedure was able to be completed with the same handpiece. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210969-2012-02365 and 02367. The same pt is represented in each medwatch.